Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30548782l number, and no internal action elated to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During an afib case, a pericardial effusion was noticed. The reported the pericardial effusion was noticed when the pentaray® mapping catheter was introduced and had very little mobility. The effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis, but it was difficult to reach and 50cc of fluid was removed. The patient was reported to be in stable condition. The physician commented that possibly the second transseptal puncture ended up at the pericardial sack. The procedure was aborted. On follow up: the physician¿s opinion on the cause of this adverse event procedure (high puncture site from 2nd transeptal access). The patient condition was reported as: effusion resolved; patient remained stable throughout. Ablation was not performed prior to cardiac tamponade. There was no evidence of steam pop. The event occurred immediately post transeptal phase during mapping. Correct catheter settings were selected on the generator. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features were graph, dashboard and vector. No ablation was done. Since the event is life-threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.